Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.

Event description:
Caller indicated the relion micro meter was reading high. Caller had been getting higher than usual readings, went to see physician and he prescribed a new med. The caller then got a reading of over 500 and went to the ER where she was tested and her bg level was 164. ER did not administer any treatments and sent her home. The meter keeps reading e-3 (not in manual) and e-1 not stored in any extreme temps. Readings are all over the place, within 5 minutes the readings were 273, and 193. Controls not used. Replacing product.